Event description:
It was reported that the system 9800 displayed a "high ma" error. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The filament was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.